Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 21-aug-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant potassium result on a patient. There was no additional patient information at the time of this report. Return product is not available for investigation. Methodi-stat date (B)(6) 2024, tested13:30 potassium 5.8 mmol/l sample a. Methodi-stat date (B)(6) 2024, tested14:11 potassium 2.9 mmol/l sample b. Methodi-stat date (B)(6) 2024, tested17:52 potassium 3.0 mmol/l sample c. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2024. A review of the device history record (DHR) confirmed that the lot passed finished goods (fg) release criteria. Retained cartridge testing of lot h24063 could not be performed due to lot expiry (30-aug-2024), prior to investigation open date (B)(6) 2024). Retained cartridge testing of lot h24110 met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for chem8+ cartridge lots h24063 and h24110.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 19-nov-2024. The customer reported that analyzer s/n (B)(6) produced unexpected potassium (k) patient results with chem8+ cartridge lots h24063 and h24110, and unexpected troponin patient results with ctni cartridge lots s24065a and s24104. Failure analysis did not reproduce either complaint. Analyzer s/n (B)(6) functioned according to specification during testing and produced results that were within the acceptance ranges. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.